Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm reading was 120 mg/dl 4 days after the sensor was put on the arm, but she wasn't feeling okay. She uses tandem tslim in modified closed loop. She compared with a fingerstick (bg) and it was saying high. She felt nauseated and felt very tired. She then passed out and her boss called the paramedics. When the emt came, she gained consciousness but was still not feeling okay. The medic checked her bgm and it was still reading high and at the same time the cgm was showing the brief sensor issue error message and lasted about 2 hours before the sensor said sensor failed. She wasn't sure of the medication given to her by the medic but she only mentioned she was given insulin. Paramedics brought her the hospital in dka. At the hospital she was given IV fluid and insulin. She stayed there for few hours and got discharged on that same day. She was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.